Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted. Device return unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture". This record is for the left side. Device was explanted.